Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. The displacement test could not be performed due to the constant motor error alarm. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corner, and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed motor error during a rewind attempt. The blood glucose reading was 240 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.